Event description:
According to the reporter: when the surgeon fired the device, the top half of the suture line completed, but the bottom half of the suture line released tissue and misfired. The surgeon had to re-do the anastomosis. Completion of the case could not be reported. Longer surgery time reported. There was no bleeding reported in excess of 250cc. Could not be reported if tissue damage occurred.

Manufacturer narrative:
(B)(4).